Event description:
After treating a patient all fields terminated normally, and were correctly written to the linac records sheet. It was noticed that there was a field missing from the session sheet.

Manufacturer narrative:
The customers description of the problem with precise desktop r4.2 is a known bug and was dealt within important notice a279, "loss of dmp information after treatment delivery". The customer was sent important notice in 2005. A permanent software fix is currently in progress.